Event description:
It was reported that the left ventricular lead had chronically high thresholds and the device battery had unexpected longevity due to the programming of the lead. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was later reported that the device was explanted and replaced due to normal elective replacement (eri) and therefore the previously submitted regulatory report (#3004209178-2013-05664) is redacted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4193 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2012. (B)(4).